Manufacturer narrative:
Follow-up #1: date of submission 02/16/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/04/2016 with the following findings: a review of the pump black box data revealed pump reboots; one reboot was associated with a battery change. During a visual inspection of the pump, a battery compartment crack was observed from the thread area to the case sea. There was evidence of moisture contamination observed inside the battery compartment. The returned battery cap secured properly to the pump, and a power loss was not observed. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and there was evidence of moisture ingress found inside the pump. The complaint of a no power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.